Event description:
Caller reported experiencing intermittent occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.